Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the screw from the implant backed out of the c4-c5 disc space during an unspecified spinal surgery. No patient injury was reported.